Event description:
It was reported that device entrapment occurred. The approximately 50% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 190cm filterwire ez and an 8.0-29 carotid wallstent self-expanding were selected for use. During the procedure, this stent was implanted without pre-dilation. After stent delivery, then the stent delivery system and filter wire became stuck together. The filter wire was left released, and retracted into the guide catheter, and the entire stent delivery system was removed. The procedure was completed using a second filter wire. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection of the device revealed that the spring tip was bent. In the images provided by the customer, it was possible to observe that the spring tip was bent. Functional testing was unable to be performed, as only the guidewire was returned for investigation. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The approximately 50% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 190cm filterwire ez and an 8.0-29 carotid wallstent self-expanding were selected for use. During the procedure, this stent was implanted without pre-dilation. After stent delivery, then the stent delivery system and filter wire became stuck together. The filter wire was left released, and retracted into the guide catheter, and the entire stent delivery system was removed. The procedure was completed using a second filter wire. There were no patient complications as a result of this event.

Manufacturer narrative:
Device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. It was possible to observed that the filterwire was kinked at the spring tip and the guidewire.

Event description:
It was reported that device entrapment occurred. The approximately 50% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 190cm filterwire ez and an 8.0-29 carotid wallstent self-expanding were selected for use. During the procedure, this stent was implanted without pre-dilation. After stent delivery, then the stent delivery system and filter wire became stuck together. The filter wire was left released, and retracted into the guide catheter, and the entire stent delivery system was removed. The procedure was completed using a second filter wire. There were no patient complications as a result of this event.